Event description:
The following was reported to gore: during treatment of an iliac artery stenosis on (B)(6) 2024, a 7fr x 25cm super sheath was used to advance a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) over a 0.018 sv5 wire. It was reported pre-dilatation was not warranted for what is considered a moderate stenosis caused by eccentric plaque. It was reported the deployment line became stuck after several centimeters of first zipper layer unraveling. Significant resistance was felt at this time, and the line could not be pulled any further. As reported, there was no device expansion and the constrained device was remove with no issues. A new viabahn device was implanted to complete the procedure. The patient did not experience any adverse consequences.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A4: patient weight was requested, but not made available. B7: patient medical history and medication information were requested but not made available. H6: code b23: device is retained by user facility and images were not provide. Therefore, direct product analysis was not possible. H6: code c19: review of device manufacturing record history confirmed device met pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.